Event description:
Reporter stated that a patient's blood pt was measured (sample type not provided), using a suspect device, with a result of 5.3 inr. An additional sample, obtained from the same patient, reportedly measured 3.5 inr on a laboratory instrument. Reporter indicated that patient's therapy was not modified based on the value obtained on the suspect device. Reporter stated that liquid quality control testing was performed on the suspect product and the results were within acceptable ranges. No product was returned to the manufacturer for evaluation.